Event description:
It was reported that the accidentally entered incorrect numbers into the bolus menu. The customer's blood glucose (bg) level subsequently decreased to 50's mg/dl. Customer removed pump to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.